Event description:
It was reported that restenosis occurred, requiring additional intervention. The subject underwent treatment with the ranger drug coated balloons on (B)(6) 2025 as a part of the clinical trial. The target lesion was located at the anastomosis of the right arm. Treatment of target lesion was performed by dilation using 5.0 mm x 60 mm, 80 cm ranger drug coated balloon study device. On (B)(6) 2026, the subject was noted with symptoms related to restenosis that were treated with percutaneous transluminal angioplasty. On the same day, the event was considered to be resolved.

Manufacturer narrative:
A2 - age at time of event: 69 years old at the time of study enrollment a4- weight: 46.5.